Manufacturer narrative:
The customer was referred to internal it department to troubleshoot the displays, the affected patients were moved to a different central until the issue could be resolved. In a follow up call with the customer, the customer stated they resolved the issue by rebooting the xhibit central station. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring a telemetry patient on a xhibit central station (xcs), the central station became frozen and unresponsive. To resolve the frozen unit, the customer performed a hard reboot of the xcs, following the restart the screens were blank. There was no patient or user harm associated with this event.